Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault alarm. The patient exchanged the system controller but the alarm persisted. The ventricular assist device (vad) coordinator was contacted by the patient. In the hospital, the vad coordinator exchanged the modular cable. After the exchange, the alarm resolved. The modular cable would be returned for evaluation. No log files were provided. The modular cable was not available for return. Log files were not available. It was additionally reported that after a driveline power fault alarm on (B)(6) 2025 at 5:22 pm, the patient tried to change the system controller on their own. After disconnection of the driveline stopped the pump, the patient could not insert the driveline connector correctly into the backup system controller. The patient was unable to restart the pump. About 20 minutes after the pump stopped, the patient lost consciousness. About 40 minutes after the pump stopped, relatives and first responders tried again to "control the system start." At 6:21 pm dhzc's technical hotline was contacted by the first responders and the patient had resuscitation ongoing at this time. Under the guidance of a technician, the correct connection was restored, and the pump was restarted about 65 minutes after the pump stopped. The patient was admitted to the hospital and was "alarm free". On (B)(6) 2025, the driveline power fault reoccurred, and the modular cable was replaced. On (B)(6) 2025 brain death was confirmed, and on (B)(6) 2025 the system was switched off.